Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
Customer reported that a pt presented with a surgical wound abscess approximately three weeks following a total knee procedure. Suture spitting was also noted. The pt was returned to surgery for an incision and drainage.